Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Unable to verify blank display and counted up numbers anomaly due to blank display. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had blank display. Customer stated she changed the battery and it did not work. Customer tried to put another battery and the insulin pump alarmed battery out limit. Troubleshooting was done. Customer's blood glucose was 484 mg/dl. Customer bolused to treat high blood glucose. After the troubleshooting, the insulin pump worked and it passed the self test. Customer was not satisfied and wanted to return the insulin pump. No further information provided.